Manufacturer narrative:
E1:name (B)(6). Street (B)(6). City (B)(6). State (B)(6). Zip code (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in lebanon. It was reported that the patient experienced bent cannula event causing insulin flow block alarm on (B)(6) 2026, leading to hyperglycemia. The bent cannula occurred on first day of insertion. The high blood glucose level (400 mg/dl) was treated by manual injection.